Event description:
Additional information later received reported that the pump pocket was infected. The cause of the event was infection. Per the hcp troubleshooting, interventions or other actions to resolve the event were not needed. The patient¿s managing hcp had not seen the patient in follow-up. The patient was to see their neurologist.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015, indicated to be the date of the event, the patient went to the emergency room (ER) with the pump partially eviscerated at the old incision site. The doctor took the patient to the operating room (or) that evening and explanted the entire system. The cause of the event, troubleshooting/diagnostics, final patient outcome, and drug information were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).